Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. After crossing a 014 guidewire, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced to dilate the lesion. The balloon was initially inflated at 10 atmospheres for 10 seconds however, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 2.0-40 non-bsc balloon catheter. No patient complications were reported and the patient's status was good.